Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples run on the vitros eci immunodiagnostic system. In addition, non-reproducible higher than expected results were obtained from a troponin free fluid, high sample diluent b. Results of precision testing demonstrated that the vitros eci immunodiagnostic system was not performing as expected at the time of the event. An ocd field engineer replaced parts within the microwell incubator and performed subsystem adjustments to return the instrument to expected operation. Following these actions, acceptable vitros trop I es performance was observed. In addition, it is unknown if the patient samples in question were processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The root cause of this event is most likely instrument related. However, pre-analytical sample processing cannot be ruled out as an additional contributing factor for the patient samples.

Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (sample 1 = 0.171 ng/ml, sample 2 = 0.318 ng/ml, sample 3 = 0.190 ng/ml) from multiple patient samples run on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected results were not reported out of the laboratory as expected vitros trop I es values (< 0.012 ng/ml for all samples) were obtained upon repeat analysis. There was no report of patient harm as a result of this event. In addition, non-reproducible higher than expected results (0.076, 0.059, 0.488, 0.084, 0.081, and 0.272 ng/ml versus expected < 0.012 ng/ml) were obtained when performing a precision test using a troponin free fluid, high sample diluent b. (B)(4).